Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08770 inches. The insulin pump was received with cracked minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to the insulin pump malfunctioning. Customer's blood glucose level was 424 mg/dl. She was in pain on her left side. The customer experienced a diabetic ketoacidosis. She was treated at the hospital with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. Her blood glucose level went up to 410 mg/dl after taking a bolus. The infusion set cannula was bent. The self-test passed. Troubleshooting was not completed. The device was not returned.